Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Date of birth unknown. Date of event unknown. Email address unknown.

Event description:
It was reported that the implant was removed due to bone loss and loss of other natural teeth. Tooth location 5.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,4.1mm,dual sel,ha (tsv4h10) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads, collar, and drive feature. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63442444. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63442444) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. No further investigation or CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.